Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's clinical specialist determined that the 5-minute wait time for the adhesive to cure was not being observed by the end user. Additionally, a curved reservoir was being used which could contribute to poor attachment of the sensors. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 04-feb-2019 both the alert and alarm probes (but mostly the alarm) were intermittently reporting being coupled and uncoupled. This will cause the level not attached message as reported. This will be an alert message when the level detection is turned on.

Manufacturer narrative:
Per the user facility's perfusionist, she repositioned the sensor, applied more gel and it would work for a little bit and then would start alarming again. They eventually turned the unit because it would not stop alarming. The field service representative (fsr) was not able to verify the reported complaint. The fsr did remind the perfusionist to wait the five minutes for the adhesive to cure and to ensure the sensor was being attached to a flat label free area on the reservoir.

Event description:
It was reported that during use the device for a cardiopulmonary bypass (cpb) procedure, there were several 'level not attached' error messages. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during set up for a cpb procedure on (B)(6) 2019, the certified clinical perfusionist (ccp) had a level alert (yellow) detector not attached error occur on the central control monitor (ccm) messaging area. She repositioned the level sensor pad, and loaded the yellow sensor cable again and it did not rid the system of the message. She again repositioned the level sensor pad, re-wetted the rubber sensor with gel and the system worked appropriately. Shortly after commencing cpb, she again received a level not attached for the level alert yellow cable. After the messages occurred on cpb she opted to completely de-activate her level sensing system. After discussing the situation, it is noted that the team does not wait the five minutes to load the level sensing cables into level sensor pad. The team was informed of the correct use of the level sensing pads and cables, and the need to wait the five minutes to allow the sensor pad to cure to the venous reservoir. Additionally they use the medtronic curved reservoir for disposable circuitry. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the occurrence.